Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unexpected restart alarm as well as pump generate a vibration or beep. The customer's blood glucose level 202mg/dl at the time of incident. Customer stated that did receive not low battery. Troubleshooting was performed for alarm. The device will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display, audio/beep anomaly and unexpected alarm noted.